Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI (1.5 tesla) performed on (B)(6) 2019. The patient's head was wrapped as recommended by cochlear. Surgery to remove the magnet has been completed on (B)(6) 2019. The implanted device remains.

Manufacturer narrative:
This report is submitted on july 5, 2022.